Event description:
It was reported that the customer was hospitalized with low bgs. Pt is stable now and was rleased from the hosp. During the troubleshooting, the customer was not sure if the basal rates were accurate and the pump alarmed history noted quite a few a-06 alarms. Replacement sent.